Event description:
It was reported that a spectrum pump had a door latch error. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported door latch error but was not reproduced. Evaluation confirmed "door jammed" alarms through a review of the event history log which is most likely what the reported door latch error was referring to. No door latching errors occurred during the product evaluation. Unit received with the door able to latch open and closed with or without a loaded IV set. Unit was reworked to ensure continued proper door latching functions.